Event description:
Envoy medical corp. (Emc) was notified on 05/20/2022 of a patient experiencing a sterile wound breakdown around the implant site. The supporting audiologist reports that the patient has had significant issues with surgical wound dehiscence and device exposure. It was determined that the system should be explanted. No incision site infection was noted or alleged. On (B)(6) 2022, the system was explanted and the ossicular chain reconstructed. Patient/clinical history with emc: (B)(6) 2011: implant; (B)(6) 2012: activation; (B)(6) 2012: fitting; (B)(6) 2012: fitting; (B)(6) 2012: fitting; (B)(6) 2013: fitting; (B)(6) 2014: fitting; (B)(6) 2016: fitting; (B)(6) 2016: battery change; (B)(6) 2019: fitting; (B)(6) 2020: fitting; (B)(6) 2021: battery change; (B)(6) 2021: fitting; (B)(6) 2021: fitting; (B)(6) 2022: explant.

Manufacturer narrative:
Patient was reported to be experiencing a wound breakdown. MFR records were reviewed. See attached. No device or procedural issues were identified related to this adverse event.